Event description:
The patient reported feeling a zapping sensation from the vns as well as cardiac pauses. Vns diagnostics during the implant surgery were all within normal limits. No additional relevant information has been received to date.

Event description:
The patient also reported choking from the vns following generator replacement. Per the physician, the cause of the adverse events was related to the vns being programmed on to the previous settings following the vns surgery. The vns was disabled, and the plan is to reprogram the vns on at a lower setting and retitrate as is tolerable. No additional relevant information has been received to date.